Event description:
As reported: "broken plate impactor".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the breakage of the impactor head could be confirmed. The instrument is broken as its tip, the detached fragment was not returned. Multiple scratches are visible of the device's shaft. Based on investigation, the root cause was attributed to an user related issue. The failure was most probably caused by unintended use or careless use of the instrument, such as excessive load applied or falling on the floor. The part does not have catalog # and lot # marked on it. This is according to specification. The lot # communicated by the customer (048917) does not exist and no existing lot # close to it could be found. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "broken plate impactor".